Event description:
Spontaneous call from pt reporting 2 faulty cassettes (was unable to give lot numbers but was advised to hold onto them for return), said she got "no disposable, pump won't run" on both pumps using both cassettes, and was immediately able to self mix using ekit with no issues. No changes in breathing, no lapse in therapy. Ekit is being replaced for delivery tomorrow. No further information available or dates are known or were reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported (B)(6) by pt/caregiver.